Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stim turned off on it's own. They could not remember the exact date, but stated it was sometime between (B)(6) 2020 and (B)(6) 2021. It was noted that was the only time it happened. The cause of the event was undetermined. The patient's report was checked with the clinician programmer, however it did not have any information prior to (B)(6) 2021. The clinician programmer showed therapy unavailable on (B)(6) 2021 due to battery depletion but the patient stated they knew that had happened and the time they were reporting that it turned off on its own was prior to that and their ins battery had not been depleted. The issue was resolved at the time of report.